Event description:
"The pt had a mesh repair for correction of an enterocoele and urinary incontinence on (B)(6) 2004. She developed mesh infection resulting in a chronic pelvic abscess. The clinical records indicate that the pt developed a pelvic abscess, adhesions and ureteric obstruction due to infection of a monarc subfascial sling and posterior vaginal repair with prolene mesh performed on (B)(6) 2004." "Treatment for this required an anterior resection, defunctioning ileostomy, ureteric stents and hysterectomy on (B)(6) 2009. She has slowly recovered to the point where her ileostomy can be closed."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.